Event description:
The customer received questionable total (free + complexed) psa - prostate-specific antigen (total psa) results for one patient sample when compared to the free psa results. The initial total psa result was 0.15 ng/ml and the initial free psa result was 0.5 ng/ml. The repeat total psa result was 0.148 ng/ml and the repeat free psa result was 0.497 ng/ml. The sample was repeated on a beckman analyzer and the total psa result was 0.8 ng/ml which was believed to be correct. The cobas total psa result was reported along with the beckman result with an advisory to the physician not to rely on the result from the cobas e601 analyzer. The patient was not adversely affected. The total psa reagent lot number was 16644201 with an expiration date of 03/31/2013. The customer refused a service visit for the issue.

Manufacturer narrative:
The patient sample in question was submitted for further investigation and the customer's results were confirmed. Although no specific root cause could be determined, the testing showed the event could have been due to a rare psa isoform present in the sample, which was not recognized efficiently by the antibodies in the total psa reagent. Since the psa results for another method did not seem conclusive, a patient sample matrix issue could also have had some interfering effects.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.